Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient having to recharge every 18 hours was due to the patient's high density (hd) programming. The patient's hd programming was changed to low density (ld) programming and now they are only recharging every 6-7 hours. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was charging too often. The patient stated that since he had the new implant put in on (B)(6) 2019, he is having to charge every 18 hours instead of once a month with the previous implant. The patient was dissatisfied. The patient was redirected to their healthcare provider (hcp) as the patient stated he was going to either get an older model ins or use an ins from a different manufacturer. No patient symptoms were reported. No further complications were reported/anticipated.